Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was coming to the clinic for a follow up when they expired. The device was explanted. Upon interrogation, a code 1006 "high voltage detected on leads during charge" was observed, which suggested an external shock was delivered while the device was charging to deliver a shock. The battery status indicated battery capacity depleted on (B)(6) 2022. No further details were available about the cause of death or why the patient was coming in for a follow up. The explanted device was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was coming to the clinic for a follow up when they expired. The device was explanted. Upon interrogation, a code 1006 "high voltage detected on leads during charge" was observed, which suggested an external shock was delivered while the device was charging to deliver a shock. The battery status indicated battery capacity depleted on (B)(6) 2022. No further details were available about the cause of death or why the patient was coming in for a follow up. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a high voltage during charge fault (code 1006) had been recorded on (B)(6) 2022. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of an external shock that resulted in the high voltage during charge fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and caused the device to declare battery capacity depleted because it could not successfully complete charging within 30 seconds. Analysis of battery voltage measurements found the cell depletion pattern was consistent with normal battery depletion. It was also noted that pacing therapy had remained available while the device was implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to clarify the device analysis results after further review of the device data was performed. This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified an arc mark on the device case. Review of device memory confirmed the device recorded a code 1006 alert (i.e., high voltage detected on leads during charge) on (B)(6) 2022. A code 1005 alert (i.e., indicating the defibrillation lead exhibited an electrically "open" condition) was also recorded in device's memory. On 7 november, the ICD recorded an alert indicating that the charge time was exceeded. The arc mark on the device case indicates energy from the rv lead arced to the device during shock delivery. Device history was reviewed and it was noted that the device recorded temperatures consistent with body temperature through (B)(6) 2022. The next measurement occurred on (B)(6) 2022 and that temperature was much lower than body temperature, suggesting that the patient may have passed away by 17 october. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in an open circuit condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt resulted in the charge time exceeded error and caused the device to declare battery capacity depleted because it could not successfully complete charging within 30 seconds, despite the fact that sufficient battery voltage and capacity remained. The returned lead was also thoroughly inspected and analyzed. Visual examination identified melted metal on the proximal fitting of the distal coil and on some of the coils near the fitting. Resistance testing verified the lead was electrically continuous and the internal insulation was intact, providing proper insulation between the conductor coils. The available evidence suggests this ICD and rv lead remained programmed on after the patient passed away and after the products were explanted from the patient's body. The rv lead appears to have come into close proximity with the ICD and when non-physiologic noise was detected, a shock was delivered. Due to the proximity of the rv lead to the device case, energy from that shock arced from the lead to the titanium case, resulting in the arc marks on the device and lead. This also resulted in the identified alert messages and declaration of battery capacity depleted.

Event description:
It is our understanding that the patient implanted with this ICD and rv lead was scheduled to attend the clinic for a follow-up visit; however, the patient passed away prior to the appointment. The device and lead were explanted. Interrogation of the ICD revealed an alert message indicating high voltage was detected on the leads during a charge. The battery status had reached battery capacity depleted on (B)(6) 2022. The cause, and exact date of death, were unknown. The explanted device and lead were returned to boston scientific for laboratory analysis.